Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient began developing a rash at sensor patch adhesion site. Patient stated that she inquired about the rash during a routine visit to her endocrinologist. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient stated that she was fine.